Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis in used condition. The customer's reported problem was "motor rate error during the occlusion test". The pump had cracked top and bottom case and a cracked right plunger case. Inspection of the pump's event log revealed motor rate error in history. The customer's reported problem of "motor rate error" was duplicated. The failure mode was determined to be normal wear/life of multiple drive train components. The root cause was determined to be normal wear.